Event description:
The size of the micrusphere coil (csp10025030/m10514) is 2.93mm x 2.37mm x 2.68mm. When the surgeon positioned the first coil he/she found that it could not be detached. The surgeon tried almost 10 times but still failed. The surgeon had to withdraw it. The coil detached from the wire during recall. A new coil was used to complete the procedure. The procedure is embolization of a vertebral artery aneurysm. No vessel characteristics were provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 2.5 mm x 3.3 cm micrusphere 10 cerecyte microcoil (csp10025030/m10514) could not be detached; almost 10 attempts were made without success. It had to be withdrawn; however, the coil separated from the delivery wire during withdrawal. The physician changed to a new coil to complete the procedure. It was indicated that the action taken to manage the problem was that it was changed to a ¿same like product¿ and that there was no reported event or product problem outcome. This was the first coil being placed during treatment of a 2.93mm x 2.37mm x 2.68mm vertebral artery aneurysm. No further clinical or procedural information has been provided in response to multiple investigative efforts. The coil was returned separated from the device positioning unit (dpu) via the detachment fiber. The dpu passed electrical testing. The coil has buckling damage in multiple locations. Located at the distal tip of the skive, the core wire protrudes outside the sheath. Located at the protrusion site of the core wire out of the sheath, no external mechanical sheath damage resulting in an opened skive was found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and surrounding edges have been severely damaged. The damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. The resistive heating coil section exhibits multiple detachment attempts as reported. The melted detachment fiber pooled around and above the resistive heating coil¿s socket ring. A portion of the partially melted detachment fiber is adhering through the coil¿s socket ring. The most likely contributing factor to the coils damage and non-detachment inside the aneurysm may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance which may have caused the core wire to protrude outside the sheath, the coils buckling damage, and loss of detachment fiber tension. When the detachment fiber lost its fiber tension, this may have caused the detachment fiber to stretch and move off contact with the heating surface. It appears that with a partial loss of contact to the heating surface, the detachment fiber partially melted, extended above the distal tip of the dpu, and then adhered to the coil¿s socket ring. The temporary adhesion of the coil¿s socket ring to the partially melted detachment fiber prevented the coil from being detached inside the aneurysm. The unintended detachment most likely occurred when the temporarily captured coil was removed into the microcatheter. The retraction movement then released the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ this is also shown diagrammatically. It is further cautioned that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). In addition, without the identification or the return of the unknown microcatheter, both of the unidentified detachment control box (dcb) and the connecting cable used in the procedure, it cannot be determined if these components contributed to the complaint event; however, it was reported that the procedure was completed with a same like device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although due to a lack of information pertaining to procedural use no conclusion can be made, based on the analysis it is possible that procedural factors related to the device handling, which are addressed in the instructions for use, may have contributed to the event. Therefore, no corrective actions will be taken at this time.